Manufacturer narrative:
B5: the lens was later exchanged for a shorter length lens and the problem was resolved. Cause of the event is unknown. D6b: 08/08/2024. Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.0/1.5/91 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Excessive vault and glare/halos were observed. Cause of the event is other.